Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to resync after hard drive swap and prompted 'failed storage location'. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required a resynchronization after hard drive swap. A technical support specialist (tss) verified the speed and duplex settings for all win10 es devices, ensuring the primary nic was set to 100 mbps half duplex. The tss ran queries to check the database version and installed hotfixes, stopped the carefusion data synchronization and maintenance services, and backed up the dsclientoltp database. After deleting the database and removing the cfnapp login, tss repaired the med application, set the recovery model to simple, and refreshed the database and logins in sql server management studio (ssms). The tss detached the dsclientoltp database, moved its files to a new location, and reattached it. Tss restarted the carefusion services, encrypted the database, verified and installed missing hotfixes, and completed a full data sync. After launching the med application and verifying the station name and rebooted the station, ensured it logged in correctly, and confirmed the system was ready for use. The system functioned as intended after the technical support specialist troubleshot the device. (B)(6).